Event description:
The reporter stated the surgeon inserted a cc4204bp collamer plate lens but it was removed due to a tear and dehiscence of the posterior capsule. The reporter also stated that the iol seemed to tumble as it was coming out of the injector. The zonular dehiscence and posterior capsular tear were not noted until after iol implantation. It is unknown if the event occurred during implantation of the iol or during irrigation and aspiration of the cortex prior to implantation. The incision was then enlarged to remove thelens and sutures were required were required . An anterior vitrectomy was performed. It should be noted that the patient had a dense cataract. Furthermore visualization was very poor because of poor iris dilation, so pupil stretching was required. The patient's pre-operative best-corrected visual acuity was 20/60. The post-operative best corrected visual acuity was 20/50 +2. An anterior chamber lens was implanted.

Event description:
The reporter stated the surgeon inserted a cc4204bf collamer plate lens but the lens broke. The incision was enlarged to remove the lens and sutures were required. The reporter stated that a capsular tear had occurred but it was unknown what had caused the tear. An anterior vitrectomy was performed. Additional info has been requested from the user facility, but none has been forthcoming.